Manufacturer narrative:
Exams archived from the navigation system (which included scans and registration information) were received by medtronic navigation (mnav) and were reviewed. Scans used by the hospital did not conform to imaging protocol communicated by mnav in ifus. In addition, the software and IFU instructs the user to verify registration accuracy before proceeding to navigate.

Event description:
Case with dr was using evolution navigation system with landmarx software. They cannot confirm if they were accurate after completing the tracer registration, but they said the screen showed them to be in the sinuses, but they experienced a csf leak. They were able to repair the leak. Patient has recovered with no further problems after repair of the csf leak.